Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. On the same date as onset, the patient was hospitalized for the event. The same day the patient began treatment with intraperitoneal vancomycin (dose, duration and frequency not reported) for peritonitis. At the time of this report the patient was recovering from this peritonitis event. On an unknown date, while hospitalized the pd therapy was discontinued, the pd catheter was removed and the patient was started on hemodialysis. The patient was discharged sixteen days after admission. No additional information is available.